Event description:
(B)(6) study. It was reported a cerebrovascular accident (cva) occurred. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx closure device was successfully implanted with complete laa seal and deployed device diameter of 22mm. Prior to the index procedure, 81 mg aspirin was administered. On (B)(6) 2018, the patient was discharged on aspirin and rivaroxaban. On (B)(6) 2018, 51 days post index procedure the patient presented to the emergency department with left sided weakness after a fall. Neurological examination revealed fluctuating weakness of the left upper and lower extremity, distal weakness of the left hand, proximal weakness of the left leg, at times cannot lift off from the bed and difficulty in coordination with heel to shin with the left leg due to weakness. Computed tomography (CT) angiography of head and neck with contrast revealed right m2/m3 branch occlusion at and beyond the level of the sylvian fissure, left vertebral artery slightly larger than the right diffusely and was compatible with normal anatomic variation. CT of head without contrast revealed tiny hyperdensity in the right sylvian fissure compatible with middle cerebral artery (mca) and suspicious for thromboembolism, small chronic infarct of left cerebrum involving posterior left insular region, lateral left basal ganglia region and upper left temporal lobe with associated mild ex vacuo dilation of left lateral ventricle and enlargement of left sylvian fissure likely from adjacent encephalomalacia. No evidence of intracranial bleed, mass effect, shift of midline structure. The patient was hospitalized and treated with tissue plasminogen activator (tpa) on the same day. On (B)(6) 2018, neurological examination revealed left hand interossei weakness and neurological consultation deemed patient was not a candidate for neuro intervention due to small branch occlusion. The patient was diagnosed with acute right m2/m3 cva causing left sided fluctuating weakness and left facial droop. The patient was transferred to ICU for further observation and management. The event was ischemic stroke with duration of focal or global neurological deficit <24 h in case of imaging-documented new hemorrhage or infarct. On (B)(6) 2018, neurological consultation note mentions patient was stable and recommended for repeat CT of head and consultation with cardiologist for further evaluation on the cause of stroke. Repeat CT of head without contrast revealed no change of infarction in the right m2/m3 perfusion territory. Previously identified "hyerdense" thrombus at right m2/m3 had resolved in the right sylvian fissure. No change in chronic encephalomalacia in the left hemisphere. No evidence of hemorrhage. Follow up CT revealed no visible changes and no evidence of hemorrhage and was transferred to telemetry. On (B)(6) 2018, patient did not have any residual symptoms and was discharged on rivaroxaban.